Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis in good condition with no visible external damage or defects observed. The motordrive unit 5 plus was installed into a gold standard system and tested for functionality. The unit meets specifications of mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit 5 plus was used in conjunction with an unknown catheter and sled. However, sometime during the procedure the motor drive would not pullback. Manual imaging could be done and the motor drive would not move on the sled. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-09101 and 2134265-2016-09100. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit 5 plus was used in conjunction with an unknown catheter and sled. However, sometime during the procedure the motor drive would not pullback. Manual imaging could be done. And the motor drive would not move on the sled. No patient complications reported.